Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total knee replacement, during wound closure, while performing instrument tie and interrupted stitch, the device was too brittle and kept breaking on the needle driver. The surgeon switched to competitor's product to resolve the issue in order to complete the case. There was no patient injury.